Manufacturer narrative:
Analysis of the returned device was completed on (B)(6) 2024. The results are below: the event log was reviewed, and there was a line that indicates an abrupt power off took place. Line 0 has a log_event_on without a log_event_off before it. Has a log_event_on without a log_event_off before it. It took place before the infusion infused any medication. During functional testing, the reported problem was duplicated. A new 100 ml infusion abruptly powered off once it started without any alert or alarm. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/08/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.